Manufacturer narrative:
Omsc could not review the manufacturing record of the subject device and could not confirm the service history for the subject device since model name and the serial numbers of the subject devices were not reported to omsc. The study indicated that 46% of the microorganisms isolated from endoscope channels were environmental microorganisms (i.e. Fungi,bacillus sp.) And 37% waterborne bacteria. Among all bacteria found in endoscope channels, 13% were identified as enterobacteriaceae and their presence reflected a flaw in the reprocessing procedure. The exact cause of the reported event could not be conclusively determined. Olympus will continue to investigate this report and if additional information becomes available at a later time, these reports will be updated.

Event description:
Olympus medical systems corp (omsc)received a study report ¿endoscopes reprocessing retrospective analysis of 16,967 endoscope samples¿ on june 27,2017. The study has not been published yet but reports an analysis related to microbiological surveillance sampling of the endoscopes between january 2004 and march 2015 at 147 hospitals in france. In the study, endoscopes sampled were olympus (51%) and non-olympus (49%), and the endoscope samples were corrected from colonoscope, gastroscope, bronchoscope, duodenoscopes , echoendoscope and cystoscope/ureteroscope. The study also reports colonoscope, gastroscope, bronchoscope, duodenoscopes and cystoscope tested positive for microorganisms and the mean ratio of endoscopes tested positive at (or exceeding) the action level (in french guideline) per hospital was 16%. The study states cystoscopes and colonoscopes present the highest ratio of endoscopes at or exceeding the action level (respectively 26 and 21%). 46% of the microorganisms isolated from endoscope channels were environmental microorganisms (i.e. Fungi,bacillus sp.) And 37% waterborne bacteria. Among all bacteria found in endoscope channels, 13% were identified as enterobacteriaceae and their presence reflected a flaw in the reprocessing procedure. With a prevalence of 13%, pseudomonas aeruginosa remains one of the major endoscope contaminant. For endoscopes reprocessed in an automated endoscope reprocessor, the ratio of endoscopes at or exceeding the action level decreases from 22% in 2004 to 6 % (8% routine sampling) in 2015. On the opposite for endoscopes reprocessed manually it increases (from 18% in 2004 to 28% in 2015). There was no description regarding infection in this study. The hospital name, the model name, the serial number and the number of the endoscope were not provided to omsc. There was no information in the study report whether olympus endoscopes were included in the endoscopes tested positive or not. However, based on the information from the study, olympus is submitting 5 initial mdrs to account for the each type of the endoscope with microorganisms growth ;colonoscope, gastroscope, bronchoscope, duodenoscopes and cystoscope. This is one of 5 reports.